Event description:
There is an explant date but it should be a revision date. The incision was reopened and the extension was deconnected and connected again.

Event description:
It was reported that during the implant procedure of the implantable neurostimulator (ins), the lead was difficult to insert into the connector block of the extension. The lead would not insert fully, and all impedances were measured and found to be >10000 ohms. The lead was disconnected and the doctor was able to get the lead fully inserted into the extension by applying more pressure. The impedances still measured >10000 ohms on some electrodes. The patient was programmed around the electrodes in question and was getting good therapeutic effect. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).